Event description:
Pt alleged that device adapter is causing insulin to pool on top of the insulin cartridge. Pt reported that this problem is occurring with this lot of adapters. Device did not generate any errors. No treatment was received as a result of this incident -- pt's blood glucose was not affected.